Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. The pt underwent catheter replacement on 3/8/2000, followed by explantation of the pump and catheter in 2000 due to infection. The pump was returned to the MFR for analysis. Several attempts have been made to obtain further info from the healthcare proffesional. A follow up report will be sent when further info is obtained.